Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500mg/dl. The customer did not have symptoms and treated with an injection. Customer's blood glucose value was 500 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal and were no leaks or air bubbles. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. A tubing clamp will be provided and customer was advised to call back to further troubleshoot. The product was/was not returned for analysis.